Event description:
Per the clinic, the patient experienced an inflammation and infection at the abutment site. Subsequently, the patient was prescribed with topical steroid in order to treat the inflammation. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with topical and an injectable antibiotics (specific date and duration not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, in order to remove the abutment and underwent a skin flap revision surgery. There are plans to convert the patient to a transcutaneous osia implant system but had not taken place at the time of this report.